Event description:
It was reported that the patient underwent a surgical lead replacement three days prior to this report. The patient was put under local anesthesia for the procedure. Intra-operative testing was done and showed a good coverage of the pain area. It was reported that following the lead revision, the patient had a loss of reflexes in the lower extremities and paraplegia. The reporter stated that there was no alleged product issue. Eight days later, it was later reported that there had been no further actions taken and the patient status was unknown.

Manufacturer narrative:
Concomitant products: product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 355531, lot # 0207038809, product type screening device; product ID 97791, lot # 0207068082, implanted: (B)(6) 2013, product type accessory; product ID 3550-24, lot # 0206445676, product type accessory; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).